Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument rotated very abruptly and violently when trying to close and apply a clip. Customer took the instrument out of patient to not injure the cystic duct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier instrument occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unexpected motion of the instrument while attempting to clip resulting in an unsuccessful clip application. The issue was not related to the clip opening after closure of the clip. Incident occurred on the 1st application. Instrument was taken out and replaced with another.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have corrosion/contamination on both grip and pitch bearings. The pitch and grip input disk bearings have oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing.